Event description:
It was reported by the plaintiff's attorney that the plaintiff allegedly experienced pain, suffering mental anguish, emotional distress, disfigurement, physical impairment, embarrassment and humiliation, psychological injury, reasonable and traumatic fear of an increased risk of add'l injuries, progression of existing conditions, other injury and loss and a product problem. It was also reported that the plaintiff experienced foreign body noted in the bladder. Furthermore, it was reported that the plaintiff died. The cause of death reported were multisystem organ failure/sepsis, perforated small bowel and ventral hernia repair.

Manufacturer narrative:
This was initially reported on the summary report dated (B)(4) 2014 under exemption (B)(4). Additionally, this was reported on the summary report dated (B)(4) 2014 under exemption (B)(4). Lawyer-filed report.